Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A no power issue was reported with the adc device. The customer's mother reported that they were unable to test due to the device not powering on with button press or test strip insertion. The customer experienced pallor and was treated with a sugar cube and cake by a non-healthcare professional (mother).there was no report of death or permanent impairment associated with this event.

Event description:
A no power issue was reported with the adc device. The customer's mother reported that they were unable to test due to the device not powering on with button press or test strip insertion. The customer experienced pallor and was treated with a sugar cube and cake by a non-healthcare professional (mother).there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.